Event description:
Toxic shock syndrome. Case description: a consumer reported that her daughter, age unspecified, used tampax tampon, version/absorbency/scent unk tampon for the first time and died of toxic shock syndrome on (B)(6) 2013. The case outcome was fatal. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. Reason that the device has not been evaluated by the MFR: (B)(4).